Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, the subject kora 250 dr was implanted on (B)(6) 2021. On the following day, a first follow-up was made and ventricular impedance at 3000 ohms was found. On (B)(6) 2021, a re-intervention was performed. The leads were checked and had good measurements with a pacing system analyzer (psa). After reconnection to the device, the ventricular impedance was at 1300 ohms. On (B)(6) 2021, the ventricular impedance was at 2800 ohms, with a threshold at more than 7v. The subject pacemaker was changed for another kora 250 dr, without any subsequent issues.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, the subject kora 250 dr was implanted on (B)(6) 2021. On the following day, a first follow-up was made and ventricular impedance at 3000 ohms was found. On (B)(6) 2021, a re-intervention was performed. The leads were checked and had good measurements with a pacing system analyzer (psa). After reconnection to the device, the ventricular impedance was at 1300 ohms. On (B)(6) 2021, the ventricular impedance was at 2800 ohms, with a threshold at more than 7v. The subject pacemaker was changed for another kora 250 dr, without any subsequent issues.